Manufacturer narrative:
It was noted during failure analysis that during disassembly a loose drive link was determined to have caused the reduced performance and was replaced.

Event description:
The loaner system 6 sagittal saw was returned and during failure analysis at the manufacturer it was noted that blade whip was detected which caused the blade to pop out of the incision during the cut test. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The loaner system 6 sagittal saw was returned and during failure analysis at the manufacturer it was noted that blade whip was detected which caused the blade to pop out of the incision during the cut test. There was no patient involvement and no adverse consequences associated with the device.